Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation results: the reported issue was not present during investigation. Pump powered-on and ran with no alarms. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 5 seconds or 98% of expected accuracy. Perform preventive maintenance service.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the pump was infusing levophed at 30 ml/hr. The pump ran for 5 minutes and then showed an upstream occlusion. They couldn't or didn't know how to clear the upstream occlusion, so they replaced this pump with another pump to continue the infusion. Later (I don't know how much later), the patient died.